Event description:
It was reported that the atrial lead had high impedance and oversensing which triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was melted, breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.